Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 443 mg/dl (meter) and 163 mg/dl (lab) within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event. Customer was in a hospital setting for treatment of a cellulitis ulcer of the leg.